Manufacturer narrative:
The reported 2.4mm flexible passing pin intended for use in treatment, will not be returned for evaluation. Without the return of the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device would not connect with other devices. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: subjecting the device to excessive forces during use. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that an acl procedure the device broke while piercing the tunnel. Backup device was available. No delay or patient injury reported.